Manufacturer narrative:
The device has not been returned to (B)(4) for evalution. Because the actual device could not be inspected, (B)(4) has been unable to confirm the complaint.

Event description:
The initial reporter stated that the pump displayed error code 10 and could not be turned off. The user was instructed to return the pump to the provider and obtain a replacement. The total wait time resulted in the patient missing a scheduled feeding. The initial reporter also stated that the patient experienced no adverse signs or symptoms as a result of the missed feeding. (B)(4).